Manufacturer narrative:
D10: (B)(6) - 320-02-38 - rs expanded glenosphere 38mm, +4mm offset, (B)(6) - 320-15-01 - eq rev glenoid plate, (B)(6) - 320-15-05 - eq rev locking screw, (B)(6) - 320-38-00 - equinoxe reverse 38mm humeral liner +0, (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a clinical shoulder study that approximately 46 months after a right reverse total shoulder replacement, a patient underwent a revision procedure to address loosening of the stem. No further patient impact was reported. No additional information is available.